Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service found that the thrust force was out of specification (reduced), and for this reason it was recalibrated. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,); submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump displays err 5.